Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer experienced step loss detected on the trigger pump of the architect i2000sr analyzer and observed a burning smell from the rear of the analyzer. Error code 5503 [step loss detected on trigger pump], error code 0304 [trigger failure], and error code 8000 [power supply ac failed] were observed. The customer powered the analyzer off. During repair by abbott service personnel, visibly damaged charred components were found on the trigger pump motor connector (part 7-96344-02) and cable (harness, lower left, pump rack part 7-94072-01). Removal of the connector found that the connector had melted across 3 or 4 pins on the plug and evidence of charring was observed. No evidence of liquid was found around the damaged components. No fire or injury was reported.

Manufacturer narrative:
The field service engineer (fse) investigated the issue onsite and discovered charring on the trigger pump motor cable. Evidence of liquid on top of the connector and around socket was observed; however, the fse checked tubing connections on all pumps in the bay for evidence of leakage but none was observed. Inspection of the card cage backplane revealed no damage. The trigger pump and the trigger pump motor cable were replaced and identified as the likely cause of the incident. A review of the ticket history for the analyzer did not identify issues that may have contributed to the current complaint. There have been no further reports of smoke/burn issues since the trigger pump and cable were replaced. No adverse trends for tickets with replacements of either the trigger pump motor cable or the trigger pump were identified during review of historical complaint metrics. A review of labeling concluded that the issue is sufficiently addressed. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site; however, no systemic issue or deficiency was identified.